Event description:
I became interested and first ordered medtronic 670g pump in (B)(6) 2016 because of automode. I received the pump the last week of 2017 and have worn since. I reached out to medtronic regarding my pump not suspending in low while in automode and ignored. My dr has also been ignored for over 4 months now, after sending medtronic pictures of the pump dosing insulin in automode with an sg of 50 or lower. My pump does not suspend insulin in auto mode like medtronic advertises. This creates a very serious life threatening condition. I have sent a picture taken on (B)(6) 2018 to (B)(6) for your reference. After repeated severe and dangerous lows, I switched to manual mode. I did not buy this pump to be stuck in manual mode for 4 years as insurance allows. There is a lot of technology superior to manual mode and that is what I purchased but have not received from medtronic.